Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that vascular dissection is a potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Csi ID: (B)(4).

Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used to treat 100% stenosed, moderately calcified peroneal artery. A dissection flap was noted on the intravascular ultrasound (ivus) within the treatment area prior to orbital atherectomy. After the orbital atherectomy treatment, the length of the dissection was observed to be longer and extended above the area that received scaffolds. There were no complications reported after use of the oad. A balloon was used to tack up the dissection and the procedure was completed successfully. The patient was in stable condition.

Manufacturer narrative:
Csi ID: (B)(4).